Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw a "call your doctor" message on their recharger and programmer- the patient reported that they saw a power on reset (por) message. They were walking into a grocery store and the patient went to turn the device on and saw the message. The patient was able to get to the therapy screen and clear the por. No further complications reported.